Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-13481, 2938836-2020-08267. During an in clinic follow-up, a loss of capture and a loss of sensing were observed on the right ventricular (rv) lead, and a loss of capture was observed on the right atrial (ra) lead. X-ray imaging revealed the suture point of the device had broken causing the device to migrate in the pocket and dislodge the ra and rv leads. A revision procedure was performed and the ra and rv leads were explanted and replaced, and the device was repositioned and sutured in the pocket to resolve the event. During the revision procedure, difficulty retracting the helix of the rv lead was noted. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to sense and helix failure to retract. As received, a complete lead was returned in one piece. Visual inspection found the helix to be extended and clogged with blood. X-ray inspection found overtorque of the inner coil consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could retract and extend by applying torque directly at the inner coil. The measured full helix extension length was within specification. The reported event of helix failure to retract was confirmed. The cause of helix failure to retract was isolated to the helix being clogged with blood and overtorque of the inner coil. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.